Event description:
It was reported that the event occurred in september 2023, the specific day of the month was not provided. Although the event occurred during the procedure, the patient was not sedated at the time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed since the subject device was manufactured over 15 years ago. Based on the results of the investigation, the failure of the video connector was identified as the cause of the loss of images. The pins were rusted, and it is likely that the damage was caused by moisture. The failure of the output connector was identified as the cause of the scope detection failure. Misalignment of the socket and the abnormal state of the slide detection switch were confirmed, but the factors that led to this condition could not be estimated. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: do not apply excessive force to the connectors.¿ ¿3.4 connection of the endoscope: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-si. Wet equipment could cause the image to flicker or disappear.¿ this supplemental report includes a correction to b5, e2 and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system had no signal/light within minutes of startup. The issue was found in the middle of a diagnostic nasopharyngoscopy procedure. There was a procedural delay for an unspecified amount of time as the subject device was replaced with another similar device to complete the procedure. The intended procedure was completed without reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the device had no scope detection due to a socket connector that contained rust on the pins, moving the socket interfered with the image and made it disappear, and a defective light source connector base. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.